Event description:
Pt was found unconscious in the bathroom of his winter condo in (B)(6), on (B)(6) 2011 and was taken by neighbors to a local hospital - (B)(6). I, his brother, was summoned and traveled to (B)(6), arriving late evening on (B)(6) 2011. In meetings with his doctors on (B)(6) 2011, the cardiologist said that a reading of his pacemaker indicated there had been two recent surges from the pacemaker, one on (B)(6) 2011, and another on or about (B)(6) 2011. In the (B)(6) incident, it was reported by his neighbors that on that day in the (B)(6) supermarket city club, he collapsed on the concrete floor, striking his head. He was taken to the same hospital where he was prescribed a blood thinner. There were no witnesses to the (B)(6) incident, which took place in the bathroom of his residence in (B)(6). The cardiologist suspected a surge caused him to collapse in his bathroom and strike his head on a hard surface. He laid there unconscious for several days until concerned neighbors forced their way into his apartment and discovered him. The cardiologist believes the pacemaker kept him breathing those days. Pt was admitted to the hospital with hypothermia, arrhythmia and a "vascular problem" in his head. After consulting neurosurgeon (B)(6) at (B)(6) med ctr in (B)(6), I authorized surgery to relieve brain swelling and clean a clot in the head after cat scan revealed that problem.